Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, the patient underwent a two level acdf (c5-6 & c6-7). While implanting the zero pva, the peek spacer attached to the metal plate came apart after the surgeon put in the first screw. The surgeon took the screw, cage and plate out and used an anterior cervical interbody spacer (acis) and vectra-t plate and 6 screws instead. The surgery was prolonged approximately 30 minutes. No other issues were noted and the patient reportedly was doing fine. This is report 1 of 1 for complaint (B)(4).